Manufacturer narrative:
Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed as computed tomography images were not provided for review, and a specific cause for the reported obstruction could not be conclusively determined. Further, review of the submitted log files confirmed low flow hazard alarms, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file captured events from (B)(6) 2025 through (B)(6) 2025. Transient low flow alarms were captured throughout the file, associated with slightly elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further events reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review section. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms and the appropriate actions associated with them. The patient handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low flow events and may have possible extrinsic outflow graft obstruction (eogo). Log files were submitted for review. Log file analysis appeared to capture the reported low flow alarms as well as brief low flow estimates on (B)(6) 2025. Most of the low flow events were brief and did not generate alarms. It was reported there were no unusual rotor faults, pump temperature changes, or any other abnormal pump faults in the event log. It was also reported no external mcs equipment issues occurred causing these events.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.